Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test. However, failed basic occlusion test due to the force sensor has failed the test. Thump software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple no delivery (7)) on (B)(6) 2023 12:36:09.000, (B)(6) 2023 12:36:57.000 during a bolus delivery or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform visual inspection and found no moisture damage electronic assembly, battery connector, vibrator, motor assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In conclusion, customer alleged the pump having has insulin flow blocked, no delivery, prime/fill anomaly due to other electronic defect confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the recurring insulin flow blocked alarm. The customer experienced hyperglycemia with blood glucose value of 400 mg/dl. The customer reported hyperglycemia was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-342g, mmt-397a, mmt-1880. Troubleshooting was performed. The set, reservoir and insulin were changed per IFU guideline. The customer was rotating their sites. The tubing was not bent or kinked. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-342g, mmt-397a. Mmt-1880 was requested, and the customer response was the device will be returned.